Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, and visual analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity tests were within specification. Visual analysis found both conductors distorted extrinsically, therefore the stylet couldn¿t go through the lumen.

Event description:
It was reported that there was loss of capture on the left ventricular (lv) lead and it was found that the lead had dislodged out of the coronary sinus (cs) branch into the main body of the cs. The lead was turned off and subsequently explanted and replaced. It was also reported that a stylet was not able to be inserted into the lead for repositioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947m implantable tachy lead (B)(6) 2012, 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.